Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('heavy abnormal bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, hypertension, peripheral swelling, pap smear abnormal, anemia, chlamydial infection, postpartum depression, pre-eclampsia, umbilical hernia repair, back pain, tooth decay, yeast infection, vaginal discharge, blood pressure high, obesity, weight gain, heavy periods, bacterial vaginosis, paratubal cyst and uterine bleeding. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (tlh with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and device expulsion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: removal date provided as (B)(6) 2016 (she was wiping and all of a sudden she had essure coil in her hand) and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: there is a essure placed at the left cornu with complete block of the left fallopian tube. No essure is seen on the right side. The right tube fills only in the proximal portion but no dye is seen past the isthmic portion of the tube. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs and mr received- event "expulsion of essure device", reporter, medical history, lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, hypertension, peripheral swelling, pap smear abnormal, anemia, chlamydial infection, postpartum depression, pre-eclampsia, umbilical hernia repair, back pain, tooth decay, yeast infection, vaginal discharge, blood pressure high, obesity, weight gain, heavy periods, bacterial vaginosis, paratubal cyst and uterine bleeding. Concomitant products included hydrochlorothiazide (hctz) since 2005, ibuprofen from 2016 to 2018 and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device / left tube occluded. Right coil fell out") and abdominal pain ("abdominal pain"), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (tlh with bilateral salpingectomy/hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the device expulsion, abdominal pain lower, genital haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: removal date provided as (B)(6) 2016 (she was wiping and all of a sudden she had essure coil in her hand) and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: there is a essure placed at the left cornu with complete block of the left fallopian tube. No essure is seen on the right side. The right tube fills only in the proximal portion but no dye is seen past the isthmic portion of the tube; on (B)(6) 2017: unilateral occlusion (left tube occluded). Left tube occluded. Right coil fell out. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ("pelvic pain / pain"). In a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: chest pain, hypertension, peripheral swelling, pap smear abnormal, anemia, chlamydial infection, postpartum depression, pre-eclampsia, umbilical hernia repair, back pain, tooth decay, yeast infection, vaginal discharge, blood pressure high, obesity, weight gain, heavy periods, bacterial vaginosis, paratubal cyst and uterine bleeding. Concomitant products included: hydrochlorothiazide (hctz) since 2005, ibuprofen from 2016 to 2018. And paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device / left tube occluded. Right coil fell out"). And abdominal pain ("abdominal pain") 4 years, 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (tlh with bilateral salpingectomy/hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved. And the device expulsion, abdominal pain lower, genital haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: removal date provided as (B)(6) 2016. (She was wiping, and all of a sudden she had essure coil in her hand) on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016, there is a essure placed at the left cornu with complete block of the left fallopian tube. No essure is seen on the right side. The right tube fills only in the proximal portion, but no dye is seen past the isthmic portion of the tube. On (B)(6) 2017, unilateral occlusion (left tube occluded). Right coil fell out. Pregnancy test: urine. On an unknown date. Negative. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: reporter information, lab data, concomitant drugs added. Event outcome updated. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.